Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured due to severe calcification. The procedure was completed with another of same device. There were no complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was an 3mm longitudinal tear in the balloon 22mm from the tip of the device. Product analysis confirmed the reported event, as there was a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured due to severe calcification. The procedure was completed with another of same device. There were no complications nor injuries reported and the patient was in good condition.